Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia of value 490mg/dl. The customer was treated with manual injection. Customer stated insulin pump had a damaged on the reservoir and battery chamber and was receive battery failed alarm. Customer stated reservoir was lock in place when inserted into insulin pump. Customer declined troubleshoot for high blood glucose and failed battery test. Device will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Insulin pump received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. Insulin pump received with cracked battery tube threads and cracked reservoir tube lip.